Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - handpiece passed visual inspection and prime and ran for 4 minutes at each power level. Could not duplicate malfunction. Internally all components were fine as well. Unit was diagnosed of because it was disassembled during the eval for an internal inspection. The DHR for microtip lot 19713-04 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
Plastic tip from microtip that connects to saline bag connected in usual fashion. Priming successful. When foot pedal depressed to ensure cutting device makes proper cutting sound, error on screen indicating check needle. Attempt made to prime micro tip again with same message noted on screen. Pt was already on the procedure table microtip switched out for another that did work.